Manufacturer narrative:
Continuation of d10: product ID 8780 , serial# (B)(6), implanted: (B)(6) 2016, explanted: (B)(6) 2024, product type catheter pro duct ID 8780 , serial# (B)(6), implanted: (B)(6) 2019, explanted: (B)(6) 2024, product type catheter. Product ID 8784 , serial# (B)(6), implanted: (B)(6) 2023, explanted: (B)(6) 2024, product type catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 08-nov-2018, UDI#: (B)(4) ; product ID: 8780, serial/lot #: (B)(6), ubd: 17-jul-2021, UDI#: (B)(4) ; product ID: 8784, serial/lot #: (B)(6), ubd: 23-may-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient receiving int rathecal morphine 25 mg/ml via an implantable pump. It was reported that the patient experienced pain in their leg. It was unknown if there were any factors that may have led or contributed to the event. Diagnostics/troubleshooting included the hcp reporting a granuloma at the tip. The catheter was removed and replaced with a new one. The issue was resolved.